Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture. Device remains implanted.

Event description:
Healthcare professional reported right-side rupture and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed rupture on the device. Additional observations: ¿ deformation device, crease fold, wear abrasion and yellow biological tissue observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right-side rupture and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. The device has been explanted.